Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored electrograms (egm) indicated that there was possible oversensing on the ventricular channel for the right ventricular (rv) lead. It was noted that there was a high rate non-sustained (hrns) event occurred the prior month that appears to be oversensing and may possibly be double counting or t-wave oversensing (twos) on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.